Event description:
It was reported that pump displayed malfunction code malf 9 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, did not experience recurrence of malfunction, and was advised to continue using pump and call back if issue occurred again.